Event description:
It was reported that the pump had power supply (problem) and case damage. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual inspection and functional test(s) were performed. The top case was chipped by the front lower left corner. Right / left plunger case was broken with a huge hole (fluid ingression on the plunger assembly chambers. Event history log (ehl) showed: battery not charging / primary audible alarm bgnd (background) test. Upon powering up, the device "battery not working" was repeated and verified in the ehl but customer reported problem could not be duplicated or repeated when a new battery was used during testing. The reported problems were caused by worn out and depleted battery and that device was dropped, there was physical damage on plunger cases assembly. The root causes of the reported issues were deemed to be normal wear for the battery issue and customer-induced for the case damage issue. Action(s) taken to mitigate the reported issue(s): replaced left / right plunger cases and a main battery; performed all device functional tests and passed.